Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe generator due to customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and system logs confirmed multiple erbe error codes (c-34, c-30, m-18, c-53, m-11, c-06). A visual inspection noted a related issue, and testing showed c-34 at startup, while logs recorded m-11 and c-00. The erbe will be returned to the original equipment manufacturer for further analysis. The complaint was confirmed based on the field evaluation. The probable cause of this issue is attributed to a faulty electrical component inside the erbe generator. Errors indicates a lower voltage than expected during energy activation and internal timeout. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error m-11 occurred on the integrated electrosurgical unit (iesu) or erbe. The customer power cycled, swapped energy cords and instruments, but the issue was not resolved. The tse confirmed errors m-11, m-18, and c-34 in the logs. The tse advised the customer to use a backup generator to continue with the procedure. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c22 - appropriate investigation findings term/code not available updated annex d - conclusion desc 1 to d15 - cause not established